Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "8mmx3mm hole" was found in the tubing of a continu-flo solution set resulting in a leak. The location of the hole was between the second and third luer locks (clearlink) resulting in a leak. The issue was identified during priming. There was no patient involvement associated with this event. No additional information is available at this time.